Event description:
It was reported that the patient's artificial urinary sphincter was not working. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Additional information reported revealed that the patient experienced recurring incontinence six months prior to revision. Cystoscopy confirmed cuff atrophy two months prior to revision. The patient was doing well and recovering from surgery. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient's artificial urinary sphincter was not working. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.